Manufacturer narrative:
Investigation summary bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
Material no. 367342. Batch no. 6244693. It was reported that during use of the bd vacutainer® push button blood collection set the tubes would not fill properly. The following information was provided by the initial reporter: customer noted when she tried to fill the tube, the blood was stopped halfway - she used approx. 5 or 6 from the box and all were defective